Event description:
It was reported that during the implant of this right ventricular (rv) lead the pace impedance measurement were greater then 3000 ohms. The lead was reviewed under fluoroscope and no damage was seen. The physician elected to not implant this lead and implant a new lead with no issues. No adverse patient effects were reported. The lead will be returned.

Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the implant of this right ventricular (rv) lead the pace impedance measurement were greater then 3000 ohms. The lead was reviewed under fluoroscope and no damage was seen. The physician elected to not implant this lead and implant a new lead with no issues. No adverse patient effects were reported. The lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.